Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and recommended replacement of the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). At this time the unit has not been repaired.

Manufacturer narrative:
(B)(4).